Manufacturer narrative:
The device was manufactured between 18may2017 and 19may2017. The device was received for evaluation. During visual inspection, the ruptured bladder was observed. The ruptured bladder was microscopically examined and no evidence of markings, abrasions, gouges, holes, or embedded particulate matter; nor were any surface defects noted on the stress-member. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an intermate device ruptured. During filling the balloon broke. The device was being filled with an unspecified amount of normal saline (nacl). There was no patient involvement.